Manufacturer narrative:
(B)(4).

Event description:
An ins low battery was reported when the device was near eos/eol. There was no known accident or incident related to this complaint. Impedance measurements were "normal" post implant. Actual impedance values were not obtained. Reprogramming was (B)(6) 2011. On (B)(6) 2011, pt was programmed to a unipolar configuration at 2v and interrogation parameters were 7.5v; 0+/3-, >4000 reading on combinations using 3 (program 4). Low battery reading was displayed. A f/u visit was scheduled (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.